Manufacturer narrative:
As the lot number for the device was provided, a manufacturing review was performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model zvm08040 vascular stent allegedly experienced advancing and positioning issue. This information was received from one source. The alleged malfunction had patient involvement however there were no patient consequences. The age, weight and gender of the patient was not provided.